Manufacturer narrative:
(B)(4). The insulin pump received with broken battery tube threads, missing reservoir tube o ring and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the reservoir retainer ring and battery opening was cracked. The customer stated that the reservoir did lock into place. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.